Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Pump received with normal operating current. Insulin pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip and minor scratched lcd window. The test p-cap/reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's batteries were lasting less than expected. No harm requiring medical intervention was reported. The device will be returned for analysis.